Manufacturer narrative:
Approximate age of device ¿ 6 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the account stated that the rvad motor was getting warm and the device started to make a clicking noise. After discussion with perfusion and the surgeon about the locking pin and motor cable both being correctly used and given the patient was not on anti-coagulation due to bleeding, the surgeon made the decision to change out the cmag rvad. Per surgeon, upon inspection there was a thrombus attached to the rotor of the cmag. Additional information was requested but not received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor used during the reported event was not returned for analysis. As a result, the report of a motor getting warm and device making a "clicking noise" could not be confirmed during the investigation. Per reported information, the motor could not be located and the issue was deemed to be a pump thrombosis (verified via pump head disposable exchange) rather than a motor failure. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.